Event description:
The patient contacted animas on (B)(6) 2014 reporting that the 911 emergency protocol was initiated. The patient was in the hospital due to high blood glucose (bg) levels. There is no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.